Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported failure. The unit passed normal mode without triggering an error. The unit passed all friction tests on a test system and other in-house tests. Further investigation found the chipencoder virtual absolute (cva) had too many small specs on the sensor, which potentially caused the encoder errors. Failure analysis investigation confirmed/replicated the reported failure on the surgeon side console (ssc) touchpad. Error 75 was confirmed through remotefe logs. The unit was installed on a system. The system was power cycled 20 times and there were no instances of the screen blacking out. The error logs reported error 75.t he compact flash card was reprogrammed and calibrated with no issues. Failure analysis investigation could not reproduce the reported failure on the redundant power tray assembly. However, it was confirmed via error logs/system logs. The power tray was installed in a test system. It startup up with on error. Both power supply a and b voltages were read and within range. Ran 10 power cycles and all passed. The power tray remained in the test system for 1 hour and there were no anomalies. The remotefe error logs reported 4 instances of error 1100 logged by power supply b.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) went black. After a reboot, arm 1 was no longer functional. The technical support engineer (tse) reviewed the logs and found error 23087 pointing to an encoder error on universal surgical manipulator (usm) 1 axis 3. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system was inspected prior to use and was working fine at the beginning of the procedure. The reporter does not know how long the procedure had been in progress when the issue occurred. The system was restarted and the surgeon decided to convert to open surgery when the surgeon side console (ssc) touchpad went black. The open surgery was completed with no adverse effect or injury to the patient and the patient did not experience any post-operative complications.